Event description:
(B)(4). The dentist reported 1 month after the dental implant was installed in intraoral region #19. It was verified its non osseointegration. A 70 ncm of primary stability was achieved and immediate load was performed. Pt presented bone type I.